Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. Information requested, but not yet received.

Event description:
It was reported that the patient presented with an infection at the ipg site. Physician reported that the patient presented with pain at the battery site. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the scs system was explanted to address the issue. No further information is known at this time.